Event description:
It was reported the video telescope had damage to the light fiber bundle. The issue occurred during reprocessing. No patient involvement per the customer.

Manufacturer narrative:
E2: no. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found minor scratches on the distal edge and on outer tube were found. The most probable cause of the complaint was no problem detected, which was not confirmed that there was a problem with the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.